Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and investigated and the reported difficulty positioning the device (delivery catheter (dc) shaft positioning) was confirmed. The reported kink in the shaft was not confirmed, but the shaft was noted to bend during testing. Additionally, difficult to deploy clip could not be replicated in a testing environment as the coupler was unable to be exposed distally from the dc shaft and the clip was not returned. Lastly, the reported clip caught on the chordae could not be replicated in a testing environment as it was related to patient/procedural conditions (operational circumstances). A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported difficulty to deploy the clip, the clip caught on chordae and the noted bent shaft could not be determined. The steering issue was caused by the bend in the shaft. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was provided: after removal of the clip delivery system (cds), a kink was noted. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the irregular movement of the clip delivery system (cds), the clip entanglement with the chordae, and the difficult clip deployment. It was reported that the mitraclip procedure was performed on (B)(6) 2017 to treat mixed mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing the mr to 3. A second clip delivery system (cds) was advanced to the mitral valve. During grasping, an atypical bend was observed in the cds and it was found that the clip was caught in the chordae. The clip could not be removed from the chordae, and it was no longer possible to steer the cds; therefore, the clip was deployed on the anterior leaflet only. During deployment, it was difficult to release the clip. After approximately 3 minutes of troubleshooting, the clip released from the cds successfully. After the clip was implanted, the mean pressure gradient was 5mmhg; therefore, a third clip could not be placed to stabilize the second clip. Two clips were implanted, reducing the mr to 3. There was no adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.